Event description:
This is a spontaneous report by a nurse from (B)(6) of a male patient with bacterial peritonitis, culture positive for (B)(6), coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. In (B)(6) 2008, the patient started treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag, intraperitoneally (ip) for automated peritoneal dialysis (apd) and continuous ambulatory peritoneal dialysis (capd). On an unknown date in 2010, the patient was diagnosed with bacterial peritonitis. The cause of the peritonitis was unknown. In 2010, dianeal therapy was withdrawn and the patient was transferred to hemodialysis. It was unknown whether the peritonitis resolved. The reporter believed that the event of bacterial peritonitis with culture positive for (B)(6) was not related to dianeal therapy.

Manufacturer narrative:
(B)(4).the product code is unknown and the sample was discarded therefore no evaluation was performed. The product code is unknown therefore a 510k number could not be identified.